Manufacturer narrative:
Based on the information provided, the cause of the reported post-operative complication cannot be determined. However, during the initial robotic procedure, the surgeon had used a 3rd-party stapler instrument to transect the vessel that bled post-operatively. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. There is no evidence per the logs that a da vinci stapler instrument was used during the procedure. All multi-use instruments used in the case have been used in subsequent procedures. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted nephrectomy and ureterectomy procedure, the patient experienced a post-operative bleed which required a secondary procedure to resolve. The cause of the post-operative complication is unknown although the surgeon believes the event can be associated with tissue that did not incorporate fully into the staple line that was created with a 3rd-party stapler instrument during the primary procedure. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that after completion of a da vinci-assisted nephrectomy and ureterectomy procedure, the patient experienced a post-operative bleed. The internal bleeding was noticed later the same day as the procedure because the patient¿s vitals were deteriorating in the pacu (post-anesthesia care unit). The surgeon of the procedure reported that they had used an endo-gia (covidien) stapler instrument to transect the vessel that bled. The surgeon stated that the stapler performed correctly, but thinks the tissue did not incorporate fully into the staple line. Due to the post-operative complication, the patient underwent an exploratory procedure using the da vinci surgical system. However, the surgeon was unable to successfully ligate the bleeding vessel. As a result, the surgeon elected to convert the exploratory case to an open surgical procedure in order to resolve the bleeding. The bleeding vessel was ligated. The patient was reportedly in recovery. Intuitive surgical, inc. (Isi) has attempted to obtain additional information from the surgeon of this procedure. However, as of the date of this report, no further details have been received.